Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg no longer hold a charge causing patient a recharging burden. Surgical intervention may be pending to address the issue.